Event description:
Device is meant to transfer IV flush fluid to patient when chemotherapy is completed. The IV pump only alarms when it meets resistance, the preset volume is reached or there is air in the tubing. It does not alarm when the flush is infusing instead of the chemotherapy. There were multiple patients where this device failed. Rns started the chemotherapy infusions making sure the chemo was flowing at the prescribe rate, on rechecking the infusions, they determined that the device had switched to the flush bag prematurely. This delayed the infusions, but did not harm the patients. Manufacturer response for closed antineoplastic and hazardous drug reconstitution and transfer system, equashield (per site reporter). Uncertain.